Manufacturer narrative:
Section a4: patient's weight is estimated.

Event description:
It was reported that during a lead revision on (B)(6) 2024 (reported by MDR-2024-09471-02 and MDR-2024-09473-02), the patient's ipg pocket was repositioned due to patient report of pain at the ipg site following weight loss. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.